Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated several catheter restriction and augmentation alarms. Blood was noticed in the helium tubing. The physician was called to the bedside and balloon removed. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional contact person information: (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated several catheter restriction and augmentation alarms. Blood was noticed in the helium tubing. The physician was called to the bedside and balloon removed. There was no reported injury or adverse event to the patient. Additional information was received via medwatch: balloon of intra-aortic balloon pump suddenly lost integrity. The balloon was removed from the patient's aorta and was replaced by another. Upon inspection, the balloon was noticed to have a tear near the section that inflates. The balloon has been sent to the manufacturer for inspection. FDA safety report ID# (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, the console generated several catheter restriction and augmentation alarms. Blood was noticed in the helium tubing, but did not enter the console. The physician was called to the bedside and removed the iab. A new iab was inserted to continue therapy. There was no reported injury or adverse event to the patient. Additional information was received via medwatch: balloon of intra-aortic balloon pump suddenly lost integrity. The balloon was removed from the patient's aorta and was replaced by another. Upon inspection, the balloon was noticed to have a tear near the section that inflates. The balloon has been sent to the manufacturer for inspection. FDA safety report ID# (B)(4).

Manufacturer narrative:
Additional information: event description updated. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. The extracorporeal tubing was returned cut in two parts. Additionally a kink was observed on the catheter tubing approximately 44.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).